Event description:
One endeavor sprint rx drug-eluting stent was implanted in the mid lad during the index procedure. Approximately 12 days post the index procedure, the patient suffered an acute non stemi in the target lesion.

Manufacturer narrative:
(B)(4). Eval, results: mi.